Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-03594 / 03595). This patient is a bilateral patient and the right hip is being reported under this manufacturer report number as there are allegations of elevated metal ions. The patient underwent left hip arthroplasty and a left hip revision procedure on (B)(6) 2013. The revision event for the left hip was reported on medwatch numbers 1825034-2013-00374/00375.

Event description:
Patient's legal counsel reported that patient underwent right total hip arthroplasty on (B)(6) 2003. Legal counsel for patient further reports patient allegations of elevated cocr levels and pain. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received shows patient underwent a right hip revision (B)(6) 2013. The cup and head were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient's legal counsel reported that patient underwent right total hip arthroplasty on (B)(6) 2003. Legal counsel for patient further reports patient allegations of elevated cocr levels and pain. There has been no reported revision procedure. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.